Manufacturer narrative:
The device has not yet been received by baxter. A follow-up report will be submitted when the device has been received, and the evaluation has been completed.

Event description:
The facility reported a pump that is not alarming upstream occlusion. The event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.